Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the device testing positive for microbial contamination and its continued use. ¿olympus reviewed the information on reprocessing steps provided by the user. Not enough information was obtained to judge if a deviation from IFU could have contributed to the failure. According to the investigation, it is likely the following contributed to the device being used on patients after testing positive: ¿although bacteria were detected, the independent labs, pathology provider, did not report detection of bacteria to the user at the time. ¿the user did not isolate the subject device when sampling was taken from the device for culture test. IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation was confirmed. Due to a pinhole on the bending section cover, water tightness was lost, a chip on the c-cover caused the insulation resistance value on the distal end to not meet specification, there was a chip on the bending section cover, the universal cord was buckled, the right/left knob was deformed, the bending section cover adhesive was worn and the forceps elevator lever was deformed. The deformed forceps elevator lever caused the knobs to not being able to lock securely. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A field service engineer (fse) had been dispatched to the user facility as part of preventive maintenance on the colonovideoscope and noted the angulation was not reaching the specified limits and the bending rubber epoxy was worn. The customer later reported to olympus, the subject device tested positive for candida parapsilosis complex. Although exact colony forming unit (cfu) was not provided, it was noted that it had been heavy growth. There were no reported procedural delays, hospital stays or other devices involved. The scope is inspected and reprocessed per the instructions for use (IFU). According to the customer, the device was used on 90 patients between 28oct2022 to 18dec2022 while the results were pending. However, no patient infections have been reported. The scope was cleaned between procedures. This medical device report (MDR) is being submitted to capture the reportable malfunction of the positive culture reported by the customer.